Event description:
Bedside nurse discovered that the foley catheter kit she was about to use on a patient is a product made of latex. Luckily she did not use this item on the patient, but notably the packaging does not identify that this product contains latex until after the sterile packaging is opened and only then it is listed in small print on a paper product insert. Given the prevalence of serious latex allergies, this product does not feel safe to use in the hospital. There is another product we found that appears to have nearly identical packaging -- but is made of silicone instead. The lubril-sil ic complete care kit seems safe for hospital use, whereas the bard lubricath foley catheter tray kit contains latex. The visual appearance of the latex package and the latex-free package are very similar and it is easy to not notice the difference. It would be much better if the packaging was a different color or had a much more prominent latex warning.